Event description:
It was reported, catheter reported to be in at 4cm, left basilic vein with a blood return. Guidewire advanced without problems, attempted to advance catheter, met resistance, pulled the catheter back flush. Attempted to retract the guidewire and it failed. Pulled device but only catheter and needle came out but no guidewire. Guidewire shearing along with 3cm of catheter tip. Upon inspection noted only 7cm of catheter removed. No collateral branching of vessel noted. Guidewire checked prior to placement attempt, nothing noted to be unusual. X-ray confirmation of guidewire in mid upper arm. Required surgical intervention to remove guidewire and catheter tip from basilic vein.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.